Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had a low battery alarm in less than one week after a new battery insertion. The customer also reported a power system error alarm. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
A low battery alarm was noted on the history file. The insulin pump was returned for a power error alarm. Detailed trace analysis confirmed the low battery alarmed and then the power error alarm was triggered when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes. Analysis of microtimer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.